Event description:
It was reported during sterile reprocessing, the end tip of the scope blew off and broke. The distal tip rubber part was noted missing. There was no patient harm, no user injury reported due to the event.

Manufacturer narrative:
Device return evaluation was completed . The complaint was confirmed. The device is received with a torn a-rubber (insertion tube/bending section). Additionally, service repair that insulation test cannot be performed due to a torn a-rubber. Other than the defects and failure found, no other additional defects were noted. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of why the bending section rubber was damaged could not be determined. Olympus will continue to monitor field performance for this device.